Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. The peritonitis was manifested by turbid (cloudy) pd (peritoneal dialysis) effluent and abdominal pain and on the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with cefazolin and tobramycin (doses, frequencies and routes of administration not reported). It was reported that after receiving antibiotic treatment, the peritonitis had not resolved so therefore, it was decided to temporarily discontinue the patient¿s pd therapy for about two months. Four days after onset, dianeal and extraneal therapies were discontinued and on an unreported date, the patient was started on hemodialysis (hd). At the time of the report, the patient remained hospitalized, the peritonitis was not resolved, and the patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.